Event description:
The pump was returned to the biomedical engineering department with a note that stated, "difficulty setting rate. Noted pump reading higher than actual running rate. Example, pump-displayed rate reading 100 per hour only infusing 1 ml per hour. Confirmed by looking at total infused." No specific patient information, programming parameters, or event details were provided. There were no reported adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.